Manufacturer narrative:
Clinical statement: based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was having some health issues not related to treatment and needed to get off of the machine to go to the hospital. Technical support assisted the nurse with cancelling treatment so that the patient could disconnect. Upon follow-up, another pd nurse familiar with the patient reported the patient was admitted to the hospital for an unspecified infection. The nurse stated the patient does not have peritonitis and the infection is not related to dialysis. The patient remained hospitalized at the time follow-up was completed and no further information is available. The nurse confirmed the patient did not experience any product issues or any adverse effects from use of any fresenius device, or product. Based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Event description:
It was reported that a peritoneal dialysis (pd) patient was having some health issues not related to treatment and needed to get off of the machine to go to the hospital. Technical support assisted the nurse with cancelling treatment so that the patient could disconnect. Upon follow-up, another pd nurse familiar with the patient reported the patient was admitted to the hospital for an unspecified infection. The nurse stated the patient does not have peritonitis and the infection is not related to dialysis. The patient remained hospitalized at the time follow-up was completed and no further information is available. The nurse confirmed the patient did not experience any product issues or any adverse effects from use of any fresenius device, or product. Based on the available information, there is no allegation or objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.